Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip and cracked battery tube threads noted during visual inspection. The device passed prime test, displacement and basic occlusion test. No error alarms noted. The device was received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 300 mg/dl. Troubleshooting was performed. The device was returned for analysis.